Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. It has been translated to english via google translate. The customer stated: translated to english: I am currently having major filling problems with the edta tubes ref (B)(4) lot 1314637 I don't know if I'm the only one to send you the info but distributing 1 tube out of 3 is good to throw away because the tube refuses to fill more than a few millimeters at the bottom of the tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. It has been translated to english via google translate. The customer stated: translated to english: I am currently having major filling problems with the edta tubes ref (B)(4) lot 1314637 I don't know if I'm the only one to send you the info but distributing 1 tube out of 3 is good to throw away because the tube refuses to fill more than a few millimeters at the bottom of the tube.